Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
(B)(4). The pad-pak was first installed successfully on the (B)(6) 2010 and performed to specification up to the (B)(6) 2011. During this time the device records two occasions in which the temperature was recorded below the minimum recommended stand-by temperature for the device (0 degrees celsius) with a low of -2.3 degrees celsius. On (B) (6) 2011 the device failed the weekly auto self-test due to a low battery. On the (B)(6) 2014 an increase in voltage suggests a further pad-pak was installed. Multiple manual power ups mainly of ten minutes duration were observed in the device memory between the (B)(6) 2015 and the final history log entry on the (B)(6) 2015. Investigation found the reported fault can be attributed to membrane failure. The 10 minute time outs would suggest a failing membrane. The fault was witnessed during the investigation. The fault could not be replicated with a new membrane fitted. Furthermore it is reasonable to conclude that the self-test failures were due to either the pad-pak being removed and then not properly seated within the device during the self-test or the pad-pak was replaced with a partially depleted unit for the self-test. Also there was a slight fluctuation observed on the pogo-pins. This did not affect the devices ability to deliver therapy. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use, which is why the "unknown" box has been checked in this report.